Event description:
It was reported that the camera head experienced water leakage and cloudy image. The event happened during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure (leakage) was confirmed. The second reported failure (cloudy image) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body water damage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause is traced to component failure. The most probable cause is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure, water leakage was confirmed however, cloudy image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body water damage. Based on the results of the investigation there is cause traced to component failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.